Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm.  It was reported that over 6 years later, the patient was being seen for follow-up due to cancer treatment. During the CT, the radiologist noted that the aaa had increased and additional imaging was required to determine what was happening with the patients aaa.  After additional imaging , it was determined that the patient has a type ia endoleak and bilateral ib endoleaks. The aneurysm has increased to 120mm from the original size of 70mm. It was noted the bifurcate stent graft is at the level of the renal arteries.  3 days later, a secondary procedure was performed. A vamf3636c100tu lot #v30717484 was physician modified with 2 fenestrations for the celiac and sma. The right and left renal were laser fenestrated. An non mdt stent was placed in the celiac. Another non mdt stent was placed in the sma. More non mdt stents were placed in the right and left renal arteries. Etew2828c82e lot v30724046 extension was placed on the right and etlw1628c156e lot #v30063816 extension was placed on the left. Per the physician for a cause of the event, it was noted that the intra-operative imaging was reviewed from the index procedure and the type ia endoleak was evident there on final imaging. The patient has not returned for follow-up imaging of the stent graft.  No additional clinical sequalae were provided and the patient is fine.